Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: don¿t have any further information and it can¿t be obtained. What was the date of the initial procedure? What tissue was the 1 stratafix symmetric suture used on? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (starting at end or middle of incision)? Was any deficiency or anomaly noted on the suture prior to use? Was any solution used to irrigate the tissue prior to closure? What were the patient symptoms 7 days post op? How was the small bowel obstruction diagnosed? Was any medial/ surgical intervention performed for the obstruction? If so, what was performed to treat the small bowel obstruction? If second procedure was performed, what is the relationship of the stratafix suture to the bowel obstruction? Is the surgeon alleging a deficiency with the suture in relation to the bowel obstruction? If so, why is surgeon alleging a deficiency with the stratafix? What is the alleged deficiency with the stratafix suture? The patient demographic info: age, weight, bmi at the time of index procedure. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Can you identify the lot number of the stratafix symmetric suture? Do you have the device or any samples to return for evaluation? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an abdominal hysterectomy surgery in mid (B)(6) of 2019 and the barbed suture was used. On day 7 post op, the patient experienced a small bowel obstruction at the level of incision and went to the hospital. No further information is available.